Manufacturer narrative:
(B)(6).

Event description:
It was reported a needle broke into the shoulder but it was removed by the surgeon. There was no significant delay or patient injury reported.

Manufacturer narrative:
Two individual (B)(4) truepass needles returned. These are sold as a sterile five pack of needles. The complaint stated: ¿it was reported a needle broke into the shoulder but it was removed by the surgeon.¿ this was repeated for three complaints opened. The condition was confirmed on the two (not three) physical needles received. The nitinol tip has been snapped at the suture slot area. The material is also bowed on both needles distal tip. The absent pieces would measure approximately 0.146¿. No tip fragments were returned. The conditions indicate the material was stressed. The suture passer was not returned. Due to the product condition they cannot be tested with an alternate instrument. Dimensions taken were nominal. Per IFU: ¿ensure adequate visibility when using the device. Should the needle tip become lodged (e.g., in bone), the needle should be disengaged by retracting it back through the suture passer. Twisting or bending of the needle in an attempt to dislodge the needle tip may result in breakage of the needle and needle parts may not be retrievable¿. Root cause related to the manufacture of the device was not confirmed. Additional complaint (B)(4).